Manufacturer narrative:
Case(B)(4). The device was returned for evaluation and visually and functionally tested pursuant to (B)(4). It appears that the moving side suture attachment may have been tied incorrectly around the pull bar during manufacturing. This left the clip tethered to the device at that attachment point until the surgeon was able to cut it off. Because the surgeon cut the clip off in order to remove the device from the body, the failure cannot be replicated during this evaluation. However, the failure mode will be investigated accordingly.

Event description:
A pro135 clip deployed but failed to release once the orange tab was pulled. Wires remained attached to black hoop. The clip had to be cut off with wire cutters, removed, and a new clip was used. There was a delay in case by a few minutes while a new clip was retrieved, the patient was on-pump and heparinized with an unknown amount. There was no impact to patient care as second clip was deployed.